Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was noted that the ins heating during the MRI had been resolved. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that a patient who had a full body eligible MRI system experienced a hot/warming sensation at the base of their c-spine during the scan. It was later noted that the ins was hot during the MRI scan and the MRI center was using normal operating modes. No further complications reported.